Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.